Manufacturer narrative:
Based on the results of the investigation, it is likely, that the following led to the malfunction: the fiber bonding in the outer tube area (distal end) was damaged. And the light guide bundle of the video cable section was broken. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited that the fiber bonding in the outer tube area (distal end) was damaged. And the light guide bundle of the video cable section was broken. There was no patient involvement.